Event description:
It was reported that the suction equipment was checked prior to the beginning of the procedure and was in working order. The suction equipment worked the first time it was needed. However, the physician stated that it did not seem to suction correctly the first time. The nurse involved in this case disputes this though. The second time the suction device was used, the equipment failed. Did the event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Transesophageal echocardiography (tee) device usage problem: device failed ( e.g. Broke, couldn't get it.).

Manufacturer narrative:
Date code indicates the suction regulator was made in june of 1988. Unit has been in service for approx 20 years. Device has not been returned for evaluation, therefore, we don't know if or how it failed and why. We do not know what type of collection bottle was being used or how full it was. We do not know if any filters were being used in the suction system. We don't know what kind of maintenance has been done on this unit during its almost 20 years of use.